Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis caregiver identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient had received an sb supply bag lines are blocked error message during dwell five of five of their treatment. Upon contacting a technical support representative, the caregiver mentioned that the connection between the patient¿s adapter and a third party supply bag was leaking. The technical support representative explained that the alarm was potentially due to the patient¿s supply bags being empty. The technical support representative advised the caregiver to cancel the treatment. Per request of the caregiver, the technical support representative assisted with setting up a stat drain for the patient on the cycler. The patient would cancel treatment following the stat drain. There was no patient injury or medical intervention resulting from the reported leak. The caregiver was instructed to inform their peritoneal dialysis registered nurse of the event. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.